Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or packaging was returned. No visible damage to the balloon or returned syringe was observed. The balloon failed to maintain its inflation due to leakage from a puncture in the catheter body, approximately 1 mm long, on the catheter body at 101 cm from the catheter tip. A scratch mark, approximately 1.5 mm long, was also observed on the catheter body at 101 cm from the catheter tip. All through lumens were patent without any leakage or occlusion. The damage was measured with lab scale and lab microscope at 20x magnification. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examination was performed under microscope at magnification 20x. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the balloon could not maintain the inflation before use." There were no patient complications reported.